Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered and inappropriate shock due to supraventricular tachycardia (svt). This was the second time an inappropriate shock was delivered to this patient. Technical services (ts) discussed programming options for this patient. This device remains in service. No additional adverse patient effects were reported.